Event description:
The tubing has disconnected from the zeroing stopcock. The responsible and experienced nightshift nurse discovers that the flush fluid from the artery pressure tube is dripping on the floor. Trials are being made to close the connection. The leakage is being located to above the dome. The patient is not hurt however, thinkable consequences are that the information about the blood pressure is not reliable and that the tubing no longer can be seen as aseptic. If the tubing slides apart/loosens there might be a risk for arterial bleeding.